Event description:
Reported as: "the pt's weight loss had tapered off. The fluid in the band was checked and it was noted that the fluid was leaking. The band was removed and replaced."

Manufacturer narrative:
Taper ii. The prod associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the prod for analysis. Visual examination may confirm or determine another connector type associated with this report. Inadequate weight loss is addressed in the labeling. Allergan does not guarantee that every pt will achieve desired weight loss. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."